Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that noise was noted on both the atrial and ventricular channels of the pulse generator. Isometric movements could replicate the noise. The right atrial (ra) lead exhibited inappropriate automatic mode switch, due to noise over-sensing. There was no oversensing noted, on the right ventricular (rv) lead. The dependent patient was asymptomatic to the noise. Chest x-ray was performed. And there was no appearance of lead issue. And the pins were noted, to be through the headers correctly. No intervention was performed. Patient condition was stable. And the patient would continue to be monitored.